Event description:
Pca was set with a 0.2 cc bolus, rate of 0.3 cc at 5 min. Delay, 2.5 cc/hr limit (60 cc syringe with 50 cc of dilaudid). Pump was attached to the patient from 5:15 a.m. To 8:18 a.m. The patient was found unresponsive and the o2 sat was 34% at 9:20 a.m. The rapid response team was called and the patient was revived. Nurses noted that 29 cc of solution was left in the syringe indicating that the patient received 21 cc of dilaudid during a three hour period. The maximum dose received should have been 7.7 cc. The patient left the hospital against doctors orders. The unit was received by biomedical services, but coded "electrical fault 53" (no history was able to be retrieved, also unable to test the unit). Baxter was notified and the unit will be sent off to be evaluated.